Manufacturer narrative:
The field service engineer (fse) performed high sensitivity system check which failed. The fse noted wash pump valve system errors and an issue with the wash pump assembly. The fse replaced the wash cap assembly, rebuilt the wash pump and replaced the cap assembly. The fse primed the instrument several times and no issues were noted. The fse completed high sensitivity system check which passed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported discrepant troponin I (access accutni) results, above the acute myocardial infarction (ami), for one patient, involving the unicel dxc 600i synchron access clinical system. Subsequent analysis of the sample, on an alternate unicel dxc 600i system, recovered a lower result, within the normal reference range. A second sample from the patient was analyzed on the alternate unicel dxc 600i system and also produced a normal result. The customer stated only the repeat result (within the normal reference range) from the first sample was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated the samples were normal in appearance and quality. The samples were centrifuged for three minutes and were less than ten minutes old from the time of collection. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.